Event description:
It was reported that the administration tubing of a large volume infusor was completely separated from the device. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found the tube-set was completely separated from the solvent-bonded junction of the stressmember. Evidence of solvent was detected on the tubing. The cause of separated tube-set may likely be due to the tubing not being flushed into the stressmember during the manual manufacturing solvent-bonding assembly step. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.